Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported the pump stops during the infusion - battery exhausted. The time of event was during infusion. There was patient involvement, unknown adverse events/human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter email: (B)(6).

Manufacturer narrative:
The device was in good general condition. The device displayed a depleted battery when powered up. The alarm logs were downloaded and reviewed. Logs were saved to sr# 3178696. Log analysis summary: engineering concludes that the customer¿s complaint about the pump shutting down infusing due to battery exhaustion could not be confirmed (as the logs show only low battery on oct 8th).however, the presence of shutdown failure detected diagnostics on oct 17 dies suggests some form of abnormal shutdown (thus the cause could not be confirmed). By oct 14th the device was powered off by the user and did not shut down due to depleted battery and by oct 17th the infusion was interrupted by proximal air in line alarm. But due to abnormal shutdown being detected by oct 17th, engineering recommends service center to perform preventive maintenance tests ¿ covering the battery and power system. Apart from this, the device was working properly, and infusions were delivering as expected. The battery was replaced and change battery was keyed. The device passed further testing. The complaint was not confirmed. Engineering concludes that the customer¿s complaint about the pump shutting down infusing due to battery exhaustion could not be confirmed. The probable cause for depleted battery was deemed to be poor battery maintenance.